Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error e315" was caused damage of printed circuit board, and the event "foreign material" was confirmed could not identify type of material. The event (error e315) can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. The suggested event (foreign material) is detectable by handling the scope in accordance with the following sections of the instructions for use: IFU states the detection method in ¿cf-ez1500dl/I operation manual chapter 3 preparation and inspection¿. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when the colonovideoscope was inserted into the processor, the error message e315 endoscope detection failed. Thoroughly cleaned the connectors pin by pin and tried the scope in other processors, but same error message appeared. Also, the error codes e226 and e238 have appeared on some occasions. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found that due to corrosion on plug unit, e315 occurred; a whitish foreign material was found inside the air/water tube, air/water cylinder and jet tube; jet tube was also clogged. Should additional relevant information become available, a supplemental report will be submitted.